Manufacturer narrative:
Reference (B)(4). Product return follow up made 20-nov-2018, 03-dec-2018 and 10-dec-2018.

Event description:
Eds iii leaked at connection and would not drain into the collection bag.